Manufacturer narrative:
Pas reviewed the logs and stated there was no hardware issue that could have contributed to the high positivity rate. Wl 02311-20220114-07 showed signs of contamination. Pas recommended customer to perform a thorough cleaning of the lab area using freshly prepared bleach solution, discard all opened sars kits and controls and perform a monthly maintenance on the instrument and clean lab benches and touch points with freshly prepared 2.5-3.5% naocl bleach solution. Fas had already sent to customer a list to de-contaminate. Customer confirmed to hologic that their normal positivity rate is 60-70% and have only one panther instrument on site.

Event description:
Customer reported their sars-cov-2 tma positivity rate on their panther instrument sn (B)(4) went up to about 97% starting 1/14/2022. Customer suspected the issue to be related to a kit contamination. Customer used assay lot 314324.